Event description:
The patient reported that the pump became hot to the touch. The patient removed the battery from the pump and reported that it was not hot. The patient replaced the battery and the pump would not power on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.